Event description:
It was reported that the patient experienced recurring incontinence because his artificial urinary sphincter lost fluid and stopped performing properly. The patient underwent surgery and the device was replaced. The source of the fluid loss was not identified. There were no reported patient complications.